Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer was advised that we are sending replacement battery cap. Customer's mother doesn't have her daughters pump with her to troubleshoot in dept.